Event description:
It was reported that the right atrial (ra) lead was dislodged following a recent implant. The physician attempted to re-position the ra lead on (B)(6) 2023 but the lead's helix would not extend so the ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray inspection found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.